Event description:
The micro sagittal saw was sent in for eval because it was running in safe mode during a procedure. No adverse event was reported. The procedure was completed with an alternate device without any clinically significant procedure delay.

Manufacturer narrative:
Damaged sockets was identified as the probable cause of the device running on its own without activation.